Event description:
Patient has undergone gastric bypass surgery for weight reduction in 2000. In 2001, pulmonary emboli and deep vein thrombosis is developed. As a result of a bird's nest vena cava filter was placed. One week before admission, left subclavian vein thrombosis was diagnosed. A radiograph of the abdomen demonstrated a bird's nest filter with an unusual wide span of the upper filter prongs. CT scans of the abdomen revealed an indistinct area in the retroperitoneum that incorporated the aorta and the vena cava below the renal vessels. One prong of the filter was seen in the aorta. Patient was admitted to the intensive care unit. Two and a half years later an aorography was performed, revealing an aortic pseudoaneurysm. Axilobifemoral bypass surgery was performed that afternoon. One day later the aorta was opened and an intimal defect was present, with a prong of the filter at the site of the defect. The prong was exised and the clot in the psuedoanurysm was evacuated and cultured. Patient had an uneventful recovery.